Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing increased platelet clumping. It was reported that the customer is "noticing more patients with platelet clogging" and is wondering if there has been a trend in complaints for this recently. Occurrences have been sporadic happening 3-4 times a month for the past 6-8 months. Exact date of occurrence is unknown. Customer states that it get better over time when they warm the edtas and that sodium citrate will correct the issue right away. On 01-april-2021: bd tech (B)(4), - "she has several patients that have been drawn 2 times with the edta and had platelet clumping (verified on the slide), and then drawn with the citrate tube, and there was no platelet clumping issue. There was only 1 patient that had a cold agglutinin where warming to 37 degrees helped. This phenomenon has increased in the last 6-8 months and was wondering if it was related to covid. I sent her the tech talk on platelet clumping in edta tubes. She will be able to send in samples."

Manufacturer narrative:
H.6. Investigation: bd received 5 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to platelet clumping were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results/platelet clumping) because the defect was not evident in the testing of the complaint lot (customer) samples. Replicates of both complaint and control samples tested were acceptable in terms of both precision and accuracy. Laboratory visual evaluations of customer samples indicated that the edta tubes performed as expected. In addition, 5 production lot in-house retention samples were visually inspected with no issues being identified and submitted to the chemistry lab for evaluation of edta content. All results were within the specification limits of 5.32mg ¿ 9.72mg for catalog 367861. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with regards to erroneous results/platelet clumping. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer¿ k2 edta (k2e) 7.2mg blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing increased platelet clumping. It was reported that the customer is "noticing more patients with platelet clogging" and is wondering if there has been a trend in complaints for this recently. Occurrences have been sporadic happening 3-4 times a month for the past 6-8 months. Exact date of occurrence is unknown. Customer states that it get better over time when they warm the edtas and that sodium citrate will correct the issue right away. 01-april-2021: bd tech (B)(4)- "she has several patients that have been drawn 2 times with the edta and had platelet clumping (verified on the slide), and then drawn with the citrate tube, and there was no platelet clumping issue. There was only 1 patient that had a cold agglutinin where warming to 37 degrees helped. This phenomenon has increased in the last 6-8 months and was wondering if it was related to covid. I sent her the tech talk on platelet clumping in edta tubes. She will be able to send in samples."